Manufacturer narrative:
Upon receipt the lead under complaint was found cut 42cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragment. In particular the insulation in the distal end region was found damaged due to wear, which is assumed to be the root cause of the reported undersensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation 35cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to poor sensing. Should additional info be received, the file will be updated.